Manufacturer narrative:
(B)(4). The device was discarded and will not return for analysis. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other rx graftmaster device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2017, the patient presented in cardiac arrest with an inferior st elevated myocardial infarction. A 2.8x16mm graftmaster stent delivery system (sds) was advanced to the vein graft to the right coronary artery (rca) perforation, however failed to inflate and therefore; the stent would not deploy. The device was removed without issue. Once the device was outside the anatomy, blood was noted within the stent delivery system, consistent with balloon rupture. Following, a 3.5x16mm graftmaster sds failed to fully cross the rca vein graft lesion-perforation site. This stent was implanted, partially sealing the perforation. There was no stent leaking or deployment issue. As treatment, another 4.5x16mm graftmaster stent was implanted without issue, sealing the rest of the perforation and lesion. Reportedly, there was no device issue with the 4.5x16mm graftmaster. The patient was transferred to intensive care. Despite the successful percutaneous coronary intervention, the patient continued to have cardiogenic shock and passed away on (B)(6) 2017 due to cardiac arrest. Per physician, the graftmaster devices did not cause or contribute to any adverse patient effects, including the patient death. There was no additional information provided regarding this issue.